Manufacturer narrative:
Field correction: this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (thoracic and cervical). It was reported the patient last recharged the thoracic system 4 months ago. Subsequently, communication could not be established with the ipg when using external devices. Surgical intervention was undertaken, explanting and replacing the ipg. Effective stimulation was achieved postoperatively.